Event description:
It was reported that while using bd bactec¿ fx40 instrument false positive results were obtained by the laboratory personnel. There was no indication that results were reported out and there was no report of patient impact. The following information was provided by the initial reporter: " spike in false positive vials".

Manufacturer narrative:
H.6. Investigation: a false positive issue was reported on a bd bactec fx40instrument (B)(6)no erroneous results were reported to doctors, and patients were not impacted. Customer indicated that spike in false positive vials. A bd field service engineer (fse) was dispatched and identified that the issue related to bottles expired during incubation time for 42 days. The false positives most frequently occurred near end of test. Fse checked with customer to determine outcome of bottle analysis. Review of the device history record is not required due to age of the instrument. Service history review revealed no previous complaints related to this issue. Bd quality did not receive parts for investigation. This complaint is a confirmed failure of bd product. The root cause is bottles were expired due to incubation time. No new trends, risks, or hazards were identified as a result of the complaint. Bd quality will continue to closely monitor for trends associated with this failure. H3 other text : see h.10.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using bd bactec¿ fx40 instrument false positive results were obtained by the laboratory personnel. There was no indication that results were reported out and there was no report of patient impact. The following information was provided by the initial reporter: " spike in false positive vials."